Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that there was a different sound after starting the probe and the surgeon confirmed that it did not cut after it was inserted into the patient's eye. The condition of aspiration is unknown. The probe was replaced and the procedure was completed. There was no patient harm confirmed.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. One opened probe was received without a tip protector in a blister. The sample was visually inspected per facility procedure and was found to be non-conforming with foreign matter on the needle, port face, and inner diameter of the needle. The sample was then functionally tested for aspiration, actuation, and cut per facility procedure. The sample was conforming for aspiration and cut and was non-conforming for actuation. During aspiration testing no noise was observed, however, during actuation testing a knocking noise was heard. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Faint wear marks were observed at the bend area of the inner cutter. Gouge marks were observed at a couple areas along the inner cutter. The o-rings, spacers, spring and diaphragm are all intact. The complaint evaluation did not confirm that the probe had a cut issue, however it did confirm that the probe produced a noise during actuation. The evaluation also indicated that the probe had an actuation issue. The most likely root cause for the actuation issue and the observed noise is the foreign matter on and in the needle as well as the damage observed on the inner cutter. A damaged inner cutter and any foreign matter introduced into the probe can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the needle and inner cutter. The knocking noise observed during evaluation also could have been produced by the observed interferences. How and when the inner cutter became damaged and the foreign material was introduced cannot be determined from this evaluation, however this most likely occurred during the surgical use of the probe. The visual condition of the probe, along with the damage to the inner cutter, support that this is not a manufacturing related issue. No specific action with regard to this complaint was taken because the reason for the damaged inner cutter and observed foreign material and noise cannot be determined from this evaluation and does not appear to be related to the manufacturing of the probe. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).